Manufacturer narrative:
Possible use errors: using off-label insulin. Per tandem¿s t:slim user guide: ¿the cartridge is contraindicated for use with products other than humalog or novolog.¿ pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged occlusion alarms. It was reported that occlusion alarms occurred or occlusion alarms were intermittent. Issue was resolved by clearing the alarm, loading a new cartridge, switching to labeled insulin, or reverting to an alternate method of insulin therapy. There was no adverse impact to the user.